Event description:
Dr. Placed a nasal implant into a pt. After the 5th day, the pt presented with a very small area of redness at the tip of the nose and exhibited pinkish/ puffiness around the eyes. Treatment with antibiotics provided no results. The pt was referred to an allergist who suggested an allergic reaction to the implant. The implant was ex-planted and replaced with septeal cartilage. 30-days follow-up indicated same redness. Physician felt reaction was pt related not implant related.